Event description:
It was reported that the device was unable to deliver the dose. There was no patient involvement and no patient harm/adverse event reported. The faults were detected during tests in their workshop.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged battery compartment, and a damaged dso seal. Three accuracy tests were performed to conduct functional testing. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period.